Event description:
It was further reported that the stent had also moved. The deformation was treated with postdilation with a "larger" sized mustang balloon. The guide catheter was able to then pass through the previously implanted stent without catching on the stent. The renal target lesion was treated with the implant of an express stent.

Event description:
It was reported that during a peripheral stenting treatment procedure stent deformation occurred. The target lesion contained a shart 90 degree turn and was located in the right external iliac artery. An epic stent was implanted to treat the target lesion. The stent was postdilated at least twice with a mustang balloon catheter which resulted in visible good apposition. The procedure continued with the physician then focusing efforts to stent a renal lesion. A guide catheter was advanced and the proximal portion of the previously implanted stent appeared scrunched up on the distal end. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Ae or product problem corrected from product problem to both an adverse event and product problem type of reportable event corrected from malfunction to serious injury describe event or problem, outcomes attributed to ae: updated. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).